Manufacturer narrative:
Findings: failed battery test due to corroded battery tube. Pump received with cracked battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.

Event description:
It was reported that the customer had a broken battery compartment on the insulin pump. The customer's blood glucose level was 100 mg/dl. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.